Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps screw of the clamp was loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the exact location of the damage on the instrument was unknown, and no specific description of the damaged component was provided. It was confirmed that no material was detached or missing from the portion of the device that enters the patient¿s body, and no fragment fell into the patient¿s anatomy. The procedure was completed using a backup instrument, indicating the original device was replaced during the case. No photographic images or video are available for isi review, and the instrument is available for return to isi for further evaluation.